Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon and mako mps were performing a mako pka procedure and during bone preparation for tibia the mako arm and checkpoint passed accuracy check but the sagittal saw mics attachment and arm trajectory/position for the proximal tibia cut was presumed not to be accurately within the mako projected haptic boundary so surgeon & mps decided to change the procedure workflow to mako pka burr only workflow to finish the bone preparation for the case which yielded acceptable results. Update: surgical delay 2-5min. Update 24/july/2020 wg: as reported in an email chain from distributor and mps: "before the discussed case, I'd like to inform you that we had the exact issue 2 weeks ago. On friday, (B)(6), we began the surgical workflow and everything went out perfectly (regarding registration and all the relevant tests we need to do before cutting the bone). The screen shows a different location on the cutting tool rather than the actual position of the patient's bone. The actual mics was located on a soft tissue, outside of the plan boundaries, while the system shows that it was located in the correct place. We were aware of the fact that the system is probably mistaken us, so we decided not to cut with the same attachment...surgeon is still concerned about the fact that the robot isn't giving an alert of an error during the procedure, and won't cover any uka cases till we'll be able to make sure that the problem is fixed..." Fse was onsite on (B)(6) 2020.

Manufacturer narrative:
Reported event: it was reported, " the end user has reported that: the surgeon , (B)(6) were performing a mako pka procedure and during bone preparation for tibia the mako arm and checkpoint passed accuracy check but the sagittal saw mics attachment and arm trajectory/position for the proximal tibia cut was not within the mako projected haptic boundary so surgeon decided to change the procedure for the patient to tka instead. Right side.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. The mps noted that the failure had occurred in a second similar case previously and was opened under pi. Attached to pi it is documented that the fse inspected the robot on site and found the following information: log files and accuracy checks for mics achieved green accuracy results. There were no allegations against the rio as the system was functional with green results for accuracy checks. The fse and mea fse technical service manager also noted that the results of the mics accuracy check achieved green although a few result parameters were borderline to a yellow accuracy result which is still acceptable. When asked if the devices were available for return the mps stated the following: n/a ¿ we are asking for assistance from more experienced fse to assess if the higher limit passing numbers for some mics unit requires submission of the unit for further analysis before deciding if we will send the unit. No further information was provided. Product history review: a review of device history records shows that rob874 was inspected on 07 february 2019 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 219999, rob874 reports no similar complaints for pka software - software error. Conclusions: the exact cause of the event could not be determined because insufficient information was provided, however, an on site inspection from the field service engineer found no irregularities with the logs or accuracy checks. Further information such as return of the case session/log data are needed to complete a full investigation for determining root cause. No additional investigation or specific actions are required. The mps requested a more experienced fse to review the failure. No information has been provided with regards to this. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
The surgeon and mako mps were performing a mako pka procedure and during bone preparation for tibia the mako arm and checkpoint passed accuracy check but the sagittal saw mics attachment and arm trajectory/position for the proximal tibia cut was presumed not to be accurately within the mako projected haptic boundary so surgeon & mps decided to change the procedure workflow to mako pka burr only workflow to finish the bone preparation for the case which yielded acceptable results. Update: surgical delay 2-5min update 24/july/2020 wg: as reported in an email chain from distributor and mps: "before the discussed case, I'd like to inform you that we had the exact issue 2 weeks ago. On (B)(6) 2020 we began the surgical workflow and everything went out perfectly (regarding registration and all the relevant tests we need to do before cutting the bone). The screen shows a different location on the cutting tool rather than the actual position of the patient's bone. The actual mics was located on a soft tissue, outside of the plan boundaries, while the system shows that it was located in the correct place. We were aware of the fact that the system is probably mistaken us, so we decided not to cut with the same attachment...surgeon is still concerned about the fact that the robot isn't giving an alert of an error during the procedure, and won't cover any uka cases till we'll be able to make sure that the problem is fixed..." Fse was on site on (B)(6) 2020.